Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A retain sample of the batch has been tested in the laboratory under standardized conditions. No unusual behaviour during mixing, handling or setting. The reported behaviour of the cement cannot be reproduced. A review of the device manufacturing records confirmed no abnormalities or deviations. Device used for treatment. Reported event is not related to medical condition. Review of medical record is not applicable. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign - japan the device will not be returned for analysis:however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, the bone cement hardened within 5 minute after mixing. Attempts have been made and no further information has been provided.